Manufacturer narrative:
A ge service represtative performed an on site investigation. The failure could not be duplicated. The camera and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up and screen went black during a case. No patient injury was reported.